Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device under high magnification found that the balloon had a pinhole in the proximal section over the ro marker. Several quantities of dry contrast were also found inside the balloon. Functional analysis was attempted to be performed; however, the balloon lumen was occluded and could not be unblocked. This failure is likely due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Therefore, the most probable root cause is design inadequate for purpose. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon failed to inflate while injecting. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.